Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not perform air removal step correctly prior to filling it with insulin. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.